Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the nerve monitoring was used in the examination of abr (auditory brainstem eclipse) during a micro-vascular decompression (mvd) procedure. The device was being used for the first time after delivery. The physicians and the laboratory technicians judged the change of waveform and there was no notable change in latency and amplitude until the end of procedure. If anything, it was considered that the amplitude was about 60% to 70% of baseline. The procedure was completed with the reported product. The examination time was about one hour and the procedure was completed within three hours. Days after the procedure, the surgeon reported that the patient lost their hearing completely. According to the surgeon, there was a possibility that the nerve was hurt by the operation after the examination was stopped, and the surgeon did not feel that there was notable change by checking the waveform. The cause of the event was unknown. There was no device failure or malfunction reported from the site.